Event description:
It was reported in 2004, following a percutaneous coronary intervention, an angio-seal device was deployed; hemostasis was achieved even though a hematoma formed. The pt was taken to the ward, a sandbag was placed at the puncture site for approx four hours. The following day, with the hematoma controlled the pt was ambulated, however, approximately six hours later, the pt complained of pain and it was noted the hematoma was expanding. A sandbag and rolled gauze were applied to achieve hemostasis. Four days later the hematoma was about the same size. A positive bruit was present at the puncture site. The pt underwent surgery; the collagen and suture were removed. The anchor remained intravascular due to encapsulation. The pt was reportedly recovering. The physician stated there may have been a double wall puncture. The event occurred during the physician's certification training.